Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Device investigation found the motor bearing to have excessive wear with shaft end play and black material around the bearing. Evaluation also found the inner and outer gearbox bearings to be worn, with the inner and outer bearing cages beginning to disintegrate. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.